Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported the side buttons on the pump that are used for insulin dosage are no longer functional and are visibly damaged. No adverse event reported. Requested return of the alleged pump for evaluation.